Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, balloon ruptured in the part slightly before the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.